Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl, dehydration, cramps, and ketones. Reportedly, customer's non-tandem continuous glucose monitor was not available, and customer was not able to monitor bg levels. Bg was addressed via a correction bolus, manual injections, potassium, and (self-administered) valium. Reportedly, the customer expressed concern that this event could contribute to long term complications associated with elevated bg levels; however, customer did not report specific issues associated with this event.